Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, the registered nurse (rn) stated that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the rn to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.